Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 2d, indicating secondary motor voltage too high. Visual inspection of external components found power adaptor rail latch damaged. Visual inspection of internal components found no abnormalities. No evidence of secondary motor engagement found during inspection; therefore, secondary motor voltage alarm may have been produced during data extraction. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run. Driver functioned as intended without issue or alarm. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported issue. The secondary motor did not indicate engagement, therefore, the recorded alarm may have been produced during data file extraction and does not indicate a device malfunction. Damage to the power adaptor rail latch was cosmetic only and would not have affected the functionality of the driver. No evidence of a device malfunction was found, the driver functioned as intended. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Fault alarm sounded. Patient was reported to be stable and at ease. According to patient "he was just hanging out when the machine suddenly alarmed." There was no impact on the patient who had normal vital signs. I asked to be informed after the freedom switch. After about an hour I phoned (B)(6) who apologized but had been busy with an ECMO problem. The patient was switched to a backup driver that alarmed the previous day after replacing the filter where debris had been found. Per hospital staff, the backup driver is running fine. The backup driver is being reported and investigated under MDR 3003761017-2025-00091.

Event description:
Fault alarm sounded. Patient was reported to be stable and at ease. According to patient "he was just hanging out when the machine suddenly alarmed." There was no impact on the patient who had normal vital signs. I asked to be informed after the freedom switch. After about an hour I phoned irena who apologized but had been busy with an ECMO problem. The patient was switched to a backup driver that alarmed the previous day after replacing the filter where debris had been found. Per hospital staff, the backup driver is running fine. The backup driver is being reported and investigated under MDR 3003761017-2025-00091.